Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished good release criteria.

Event description:
It was reported that a pt underwent an unk procedure on (B)(6) 2010. Before the reservoir was connected, the bulb was squeezed, air escaped the reservoir but when the bulb was released, air was not able to be sucked back into the reservoir. Another like device was used with no adverse pt consequence.